Event description:
On (B)(4) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results. The reporter claimed obtaining blood glucose readings of ¿3.6, 13.3, 6.0 and 5.4 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The reporter claimed just prior to obtaining the alleged inaccurate results, she had begun to feel lightheaded. The reporter denied receiving medical treatment. Based on the information provided, there was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting.